Event description:
A company representative reported that he could not complete a tablet software upgrade because the bios password did not work. The tablet has been returned to the manufacturer where analysis is currently underway.

Event description:
Product analysis of the returned tablet was completed and the non-functioning bios password was confirmed. The root cause for the non-functioning bios password is due to a non-standard bios password being set inadvertently into the tablet bios. Once the incorrect bios was cleared, no anomalies associated with the tablet performance were found.